Event description:
It was reported that the pt experienced a loss of benefit, with the return of "all symptoms of meige's syndrome." The pt's implantable neurostimulator was interrogated and there was voltage remaining. It was assumed that the device battery was depleted, despite that the programmer showed power remaining. The device was removed and replaced. All of the pt's symptoms, then resolved. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.